Manufacturer narrative:
Customer only provided name, no additional personal information or product information could be obtained. It's not possible to determine the manufacture date or 510k number without the product information.

Event description:
The customer bumped the box of strips and found the cap open on the bottle of strips. Customer declined to provide further information and product was not replaced.